Manufacturer narrative:
Reliability analysis inspected five opened/used partial enlite sensors and found two of the five sensors with the needle bent inside the sensor. The three remaining needles were separated from the sensor. Unable to confirm the insertion anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensors would not penetrate and stay on the customer's body. Customer had gone through two boxes of sensors. Customer's blood glucose was 182 mg/dl. During troubleshooting, customer mentioned that sometimes the cannulas were bent and sometimes were missing. Customer was advised that replacement sensors will be sent. Customer agreed to return the sensors for analysis.